Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged that the sebra rapid battery charger had a frayed cord at the charger entry. No operator injury was reported. The charger was returned for evaluation and the defect was confirmed. This is the only report for this issue against this part. The investigation is ongoing. A follow up report will be filed once the investigation is complete.

Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that the sebra rapid battery charger had a frayed cord at the charger entry. No operator injury was reported.